Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2009 due to patient allegations of pain, debilitation, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that a spacer mold was implanted during the revision procedure on (B)(6) 2009. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." And "material sensitivity reactions." And "postoperative bone fracture and pain." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00932 / 00935). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.